Manufacturer narrative:
On (B)(6) 2015 09:09 pm (gmt-4:00) added by (B)(6) ((B)(4)): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 partially sealed and cut. Eventually the device quit working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. The device safety shut down mechanism integrated in the handle activated after 27 seconds of being activated. The safety shut down test was repeated four additional times and deactivated the device after approximately 20 seconds. We were unable to observe any electrical issues or failure to cut for the complaint unit during our testing. The reported failure mode "failure to deliver energy/failure to cut" was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 partially sealed and cut. Eventually the device quit working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.